Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed that ventilation was stopped, clinical mode was exited and ventilation was restarted. However, review of the device data logs could not confirm the device powered off. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and went into standby mode. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation and went into standby mode. There was no harm or serious injury reported as a result of the incident.